Manufacturer narrative:
Based on the evaluation of the data logs, the treatment tip, handpiece and system performed as expected. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn. The investigation is ongoing.

Event description:
A distributor reported that post thermage facial treatment, a patient developed burns on the left side of the forehead. During the treatment nothing out of the ordinary occurred. The tip was inspected prior to treatment and immediately after the patient indicated the left side felt stronger. No damage was observed. After the thermage treatment, the patient received a botulinumtoxin injection. The patient called the physician two days post treatment and reported the burns. Patient was treated with advantan-creme and cicaplast baume b5 50+. Per the physician, the patient would likely experience hyperpigmentation. Patient photos were provided and multiple crusted lesions are visible on the forehead area. In one picture, crusts were resolved and hyper and hypopigmented areas are visible.

Manufacturer narrative:
The treatment tip was returned and evaluated. The tip passed flow test however failed leak and thermistor testing. The treatment tip failed visual inspection for damaged surface membrane as a dielectric breakdown was observed. A review of the manufacturing records showed all requirements were met. Based on the evaluation of the data, the handpiece and system performed as expected. During evaluation of the treatment tip, service found damage to the tip membrane. Based on the available information, the tear in the membrane of the tip most likely contributed to this event however it is unknown what caused the damage to the tip. All thermage tips are inspected during manufacturing and before being shipped to customer. Solta medical has confirmed a low incidence (less than 1% of the total estimated number of treatments) of first and second-degree patient burns associated with tears/cuts of the membrane of the treatment tip which contacts the patient during the thermage cpt procedure. Burns, blisters, scabbing, and scarring are all known possible adverse patient reactions to thermage treatment. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates.